Manufacturer narrative:
Other text: it has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-00583 was reported in error. Please disregard the previous submission. Any additional reporting will be conducted under the applicable file.

Event description:
It was reported that the pump has a syringe plunger issue. No patient injury reported.